Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: a manufacturing record evaluation was performed for the finished device. Product code: 02.120.606s; lot: 3677p45. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 23-may-2023; manufacturing site: jabil grenchen; expiry date: 01-may-2033. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device was returned within the plate (02.124.419s). Additionally, only thread insert was returned. A functional test was intended an discovered inability to detach the device from the mating hole. This observed condition may be attributable to assembly, as the screw was found to be slightly displaced. Consequently the screw cannot be detached as intended. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the connection screw f/locking attachment pl would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The drawings reflecting the current and manufactured revisions were reviewed.

Event description:
It was reported that on an unknown date in 2024, a variable angle (va) condylar plate had broken, and patient underwent revision surgery with a new va condylar plate. On (B)(6) 2024, a connection screw was unable to be unassembled from the plate. This report is for a connecting screw f/lckng attachment pl/stardrive-ster.